Event description:
On (B)(6) 2023, neotract was made aware of a patient that received a prostatic urethral lift (pul) procedure on an unspecified date. The patient reported that he developed blood clots in the bladder requiring surgery. No additional information about the patient was available.